Event description:
New intrathecal pump (medtronic synchromed) and indura catheter implanted. Pt with difficult control of spasms. Had dye study evaluated and hole noted in catheter. Surgery performed to repair hole. (25.25 ins from distal) spasms unrelieved and second dye study showed another hole in catheter approx 6 ins above previous hole. Another surgery performed to remove catheter from intrathecal space and new catheter inserted in spine and anastomose to previous repair (105 ins).